Manufacturer narrative:
Concomitant medical products: 1158t, lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator's (crt-d) supra ventricular tachycardia discriminator used to distinguish between rapid and gradual onset of fast ventricular rhythms may have inappropriately withheld high voltage therapy. The patient was thought to be in a true ventricular tachycardia as they were reportedly near syncope while at rest. Detection zones were adjusted and the feature was turned off. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.